Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: guide wire separation requiring coronary artery bypass graft (CABG) and CABG is considered to be permanent damage. Device issue: guide wire shaft separation. It was reported that during treatment of the obtuse marginal the bmw universal guide wire was advanced. Then, pre-dilatation was done and a stent was deployed, and followed by post dilatation of the stent, the balloon catheter was removed without an issue. However, during an attempt to remove the guide wire there was resistance, possibly with the deployed stent struts and the guide wire separated. The distal portion of the guide wire remained in the distal portion of the om vessel. The patient was taken to surgery and the guide wire and stent were both removed and the vessel was bypassed. Reportedly, the patient is doing fine. No additional event or patient information is available.